Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) is reporting a 500 error when trying to reach the sm website. There is a problem with our account so I can't login to the server. Failure device type: failure problem type: failure mode: case resolution: